Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The incorrect suspect medical device was inadvertently reported for this complaint under manufacturing report number 2649622000-2011-09678 and as a result this report is being redacted. The correct suspect medical device for this reportable complaint will be reported under a different manufacturing report number accordingly.

Event description:
It was reported that the caller was able to get to the ventricular high rate detail screen for two episodes; however, when she clicked on the ECG icon to view the marker channel and egm data, all she got was a blank black screen. The caller also said there was an atrial lead warning and wondered if that had anything to do with it. The caller said the lead was programmed to unipolar pacing in 2008 and the lead impedance "has been holding steady around 250 ohms" and that "both the physician and the patient know about the lead." The lead and device remain in use. No patient complications have been reported as a result of this event.